Manufacturer narrative:
One opened probe was received with a tip protector, in a tray, for the report of no aspiration. The returned sample was visually inspected and found non-conforming with foreign material on the probe needle near and completely covering the port. The probe was then functionally tested for actuation, aspiration and cut and was found non-conforming for all three functional tests. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area and one other location along the inner cutter. The sample was tested with a syringe and slight resistance was felt. A wire was inserted through the aspiration path to remove the interference. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration and actuation with the probe driver and was able to aspirate and actuate. The initial aspiration and actuation tests failed due to an interference in the aspiration path and/or within the probe and once the interference (foreign material in aspiration path and needle and shell) was removed the probe was able to aspirate and actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. The complaint evaluation confirms that the probe had a cut issue. The evaluation also indicated that the probe had an actuation issue. Unrelated to the reported event the evaluation also indicated that the probe had an aspiration issue. The exact root cause for the cut and actuation non-conformances cannot be determined from this evaluation. The most likely root cause for the poor cutting and actuation is the observed damage to the inner cutter of the probe. A damaged inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. The exact root cause for the aspiration non-conformance cannot be determined from this evaluation. The most likely contributing factor to the aspiration non-conformance is foreign material in the aspiration path and the foreign material observed on the probe needle and in the port of the needle. How and when foreign material was introduced cannot be determined from this evaluation. The exact root cause could not be determined from the evaluation, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the poor cutting during a procedure. The aspiration and actuation function is unknown. The product was replaced and procedure completed with no patient harm.